Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info the battery was depleted after verdischarging two times. The battery depleted due to insufficient recharging. The battery recovered after the first depletion. However, after the second time recovery was not possible. The recharger was verified as working properly. The pt had been complaining about difficulties in recharging which might be the reason for depletion. After replacement to a prime advance the pt experienced a satisfying stimulation. The pt also noted the ins was acting strangely before the depletion. Pt explains it was if the ins was "rushing and thus delivered an uneven stimulation." The pt was satisfied with the treatment at the start, and the problems began 6 to 12 months after implantation. Due to problems with the ins the pt was subjected to more angina pectoris attacks. However, with the ins change the pt is experiencing a more positive change.